Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / that part of the coil was embedded in my uterine wall/failure to occlude (close) fallopian tube(s),"), the second episode of device expulsion ("migration of left essure device further into the endometrial canal"), device breakage ("the 2 remaining essure coils were buried fairly deep in the ostia so these were left intact") and genital haemorrhage ("irregular bleeding") in a 28-year-old female patient who had essure (batch no. 872994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery on (B)(6) 2013 and haemorrhoids on (B)(6) 2013. Concurrent conditions included tubal ligation. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced pelvic pain ("severe pelvic pain/pain"), abdominal pain ("abdominal area pain"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and the first episode of device expulsion ("expulsion of essure device"). In may 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the second episode of device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic tubal ligation, hysteroscopy and removal of left essure coil). At the time of the report, the uterine perforation, the last episode of device expulsion, device breakage, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: insertion dates were provided as (B)(6) 2013 and (B)(6) 2014. Patient had requested to repeat procedure to occlude left fallopian tube which was again unsuccessful. Pain events , for the most part, disappeared soon following removal. As per plaintiff fact sheet the part of the coil which was embedded in the uterine wall was left there in order to avoid further complications. As per medical records, the left essure coil was noted in the endometrial cavity and this was removed with a grasper. The 2 remaining essure coils were buried fairly deep in the ostia so these were left intact. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2013: the essure device was properly in place (B)(6) 2013 hysterosalpingogram - satisfactory placement of both essure devices with contrast extravasation seen from the left fallopian tube. (B)(6) 2014 hysterosalpingogram - satisfactory placement of both essure devices with persistent contrast extravasation from the left fallopian tube. (B)(6) 2014: pelvic usg: impression: bilateral essure devices with the left essure device protruding into the uterus close to the endometrial stripe. Although this may be within normal limits in terms of position, this can be better evaluated with a repeat hysterosalpingogram with measurements, (B)(6) 2014 transabdominal and endovaginal imaging : the left essure device is again seen to protrude further into the endometrial canal than the right. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device ineffective , dysmenorrhoea, pelvic pain, device dislocation, genital haemorrhage , device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff sheet fact and medical records were received. Added reporters and case became medically confirmed. Added patient's date of birth and height. Added essure's removal date and lot number (872994). Added events vaginal haemorrhage, menorrhagia, depression , anxiety , dysmenorrhoea, device ineffective. Updated as reported term for "device dislocation", updated "perforation" to "uterine perforation". Added start date for "pelvic pain", uterine perforation. On (B)(6) 2018: coding request incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / that part of the coil was embedded in my uterine wall/failure to occlude (close) fallopian tube(s),"), the second episode of device expulsion ("migration of left essure device further into the endometrial canal / expulsion of essure device"), device breakage ("the 2 remaining essure coils were buried fairly deep in the ostia so these were left intact") and genital haemorrhage ("irregular bleeding") in a 28-year-old female patient who had essure (batch no. 872994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2013 and haemorrhoids on (B)(6) 2013. (B)(6) 2013 hysterosalpingogram - satisfactory placement of both essure devices with contrast extravasation seen from the left fallopian tube. (B)(6) 2014 hysterosalpingogram - satisfactory placement of both essure devices with persistent contrast extravasation from the left fallopian tube. (B)(6) 2014: pelvic usg: impression: bilateral essure devices with the left essure device protruding into the uterus close to the endometrial stripe. Although this may be within normal limits in terms of position, this can be better evaluated with a repeat hysterosalpingogram with measurements, (B)(6) 2014 transabdominal and endovaginal imaging : the left essure device is again seen to protrude further into the endometrial canal than the right. Concurrent conditions included tubal ligation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pain"), abdominal pain ("abdominal area pain"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and the first episode of device expulsion ("expulsion of essure device"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the second episode of device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic tubal ligation, hysteroscopy and removal of left essure coil). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, the last episode of device expulsion, device breakage, genital haemorrhage, menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: insertion dates were provided as (B)(6) 2013 and (B)(6) 2014. Patient had requested to repeat procedure to occlude left fallopian tube which was again unsuccessful. Pain events , for the most part, disappeared soon following removal. As per plaintiff fact sheet the part of the coil which was embedded in the uterine wall was left there in order to avoid further complications. As per medical records, the left essure coil was noted in the endometrial cavity and this was removed with a grasper. The 2 remaining essure coils were buried fairly deep in the ostia so these were left intact. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2013: results: the essure device was properly in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device ineffective , dysmenorrhoea, pelvic pain, device dislocation, genital haemorrhage , device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-dec-2018: pfs received. Event abdominal area pain outcome updated to recovering / resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / that part of the coil was embedded in my uterine wall/failure to occlude (close) fallopian tube(s),"), the second episode of device expulsion ("migration of left essure device further into the endometrial canal"), device breakage ("the 2 remaining essure coils were buried fairly deep in the ostia so these were left intact") and genital haemorrhage ("irregular bleeding") in a 28-year-old female patient who had essure (batch no. 872994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery on (B)(6) 2013 and haemorrhoids on (B)(6) 2013. Concurrent conditions included tubal ligation. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pain"), abdominal pain ("abdominal area pain"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and the first episode of device expulsion ("expulsion of essure device"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the second episode of device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with laparoscopic tubal ligation, hysteroscopy and removal of left essure coil. At the time of the report, the uterine perforation, the last episode of device expulsion, device breakage, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: insertion dates were provided as (B)(6) 2013 and (B)(6) 2014. Patient had requested to repeat procedure to occlude left fallopian tube which was again unsuccessful. Pain events , for the most part, disappeared soon following removal. As per plaintiff fact sheet the part of the coil which was embedded in the uterine wall was left there in order to avoid further complications. As per medical records, the left essure coil was noted in the endometrial cavity and this was removed with a grasper. The 2 remaining essure coils were buried fairly deep in the ostia so these were left intact. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2013: the essure device was properly in place (B)(6) 2013 hysterosalpingogram - satisfactory placement of both essure devices with contrast extravasation seen from the left fallopian tube. (B)(6) 2014 hysterosalpingogram - satisfactory placement of both essure devices with persistent contrast extravasation from the left fallopian tube. (B)(6) 2014: pelvic usg: impression: bilateral essure devices with the left essure device protruding into the uterus close to the endometrial stripe. Although this may be within normal limits in terms of position, this can be better evaluated with a repeat hysterosalpingogram with measurements, (B)(6) 2014 transabdominal and endovaginal imaging : the left essure device is again seen to protrude further into the endometrial canal than the right. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device ineffective , dysmenorrhoea, pelvic pain, device dislocation, genital haemorrhage , device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the 2 remaining essure coils were buried fairly deep in the ostia so these were left intact'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation (uterus) / that part of the coil was embedded in my uterine wall/failure to occlude (close) fallopian tube(s), left/the right coil was embedded in my uterine wall,') and partial expulsion of device ('migration of left essure device further into the endometrial canal / expulsion of essure device / migration of essure device location of device: uterus') in a 28-year-old female patient who had essure (batch no. 872994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included haemorrhoids on (B)(6) 2013 and delivery on (B)(6) 2013. (B)(6) 2013 hysterosalpingogram - satisfactory placement of both essure devices with contrast extravasation seen from the left fallopian tube. (B)(6) 2014 hysterosalpingogram - satisfactory placement of both essure devices with persistent contrast extravasation from the left fallopian tube. (B)(6) 2014: pelvic usg: impression: bilateral essure devices with the left essure device protruding into the uterus close to the endometrial stripe. Although this may be within normal limits in terms of position, this can be better evaluated with a repeat hysterosalpingogram with measurements, (B)(6) 2014 transabdominal and endovaginal imaging : the left essure device is again seen to protrude further into the endometrial canal than the right. Concurrent conditions included tubal ligation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal area pain"), depression ("psychological or psychiatric problems conditions type: depression"), anxiety ("psychological or psychiatric problems conditions type: mental anguish") and device expulsion ("expulsion of essure device"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced partial expulsion of device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("irregular bleeding"). The patient was treated with surgery (essure removal and laparoscopic tubal ligation, hysteroscopy and removal of left essure coil). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, partial expulsion of device, depression, anxiety, dysmenorrhoea and device expulsion outcome was unknown, the genital haemorrhage, pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and partial expulsion of device to be related to essure. The reporter commented: insertion dates were provided as (B)(6) 2013 and (B)(6) 2014. Patient had requested to repeat procedure to occlude left fallopian tube which was again unsuccessful. Pain events , for the most part, disappeared soon following removal. As per plaintiff fact sheet the part of the coil which was embedded in the uterine wall was left there in order to avoid further complications. As per medical records, the left essure coil was noted in the endometrial cavity and this was removed with a grasper. The 2 remaining essure coils were buried fairly deep in the ostia so these were left intact. Patient received treatment for pain, bleeding, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2013: results: the essure device was properly in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device ineffective , dysmenorrhoea, pelvic pain, device dislocation, genital haemorrhage , device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event fallopian tube perforation added. Event outcome of vaginal hemorrhage, pelvic pain, menorrhagia, genital hemorrhage, were updated as recovered/resolved. Rcc note added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of essure device") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (surgery to remove essure device). At the time of the report, the perforation, device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: plaintiff underwent removal of the left essure device by tubal ligation and hysteroscopy diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2013: the essure device was properly in place. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.